Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion due to calcification and when tried to inflate, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the balloon was inflated 4-5 times at rated burst pressure for 20 seconds.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a tear on the shaft 6mm long starting 5mm proximal from the proximal marker band.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion due to calcification and when tried to inflate, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, the device failed to cross the lesion due to calcification and when tried to inflate, the balloon was torn. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the balloon was inflated 4-5 times at rated burst pressure for 20 seconds.